Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter was returned and evaluated by lifescan product analysis with the following findings: error message 4 is observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that she obtained an error 2 message on her onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that she obtained the error 2 message on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine as a result of obtaining the alleged message. She alleged that ¿within a minute¿ of obtaining the message, she developed symptoms of ¿anxiety¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma/misuse of the meter. The patient was using the correct testing steps. However, she did not have testing supplies available to walk through a retest and it was not established whether she had been using the correct test strips. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the alleged issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.